Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker could not be properly connected to the lead. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial lead could not be fully inserted into the header was confirmed. The pacemaker was returned for analysis. Analysis revealed the user/physician had been manipulating the setscrew with the torque wrench and then stripped the setscrew. The setscrew had been screwed down into position to block lead insertion, then it was stripped by the physician/user. After the user stripped the setscrew, it could not be engaged to back it out from blocking lead insertion. During lab analysis, tools were used to back out the setscrew from blocking the connector port. Test leads could then be fully inserted in the connector, and the setscrew tightened down on the fully inserted lead. No device anomalies were found. The user/physician turned the setscrew down blocking lead insertion then stripped it. The problem was related to the user's incorrect use of the torque wrench.